Manufacturer narrative:
On june 2, 2021, mentor became aware that patient underwent bilateral removal and replacement with a two 275cc mentor memorygel breast implants on (B)(6) 2021. The impacted product is a 425cc mentor memorygel breast implant catalog 3504254bc. Patient also experienced left sided capsular contracture baker grade unknown and rupture post procedure. Patient's birthday is (B)(6) 1977. Per additional information received, two lot numbers were provided. A manufacturing record evaluation was performed for the finished device 5897826 number, and no non-conformances were identified. Manufacturing date: 03/26/2009. Expiration date: 03/25/2014. A manufacturing record evaluation was performed for the finished device 5904946 number, and no non-conformances were identified. Manufacturing date: 04/24/2009. Expiration date: 04/23/2014. If clarification is provided for correct lot number, a supplemental report will be submitted. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker unknown and rupture. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: two lot numbers were provided. Clarification is in progress for impacted side. A manufacturing record evaluation was performed for the finished device 5897826 number, and no non-conformances were identified. Manufacturing date: 03/26/2009. Expiration date: 03/25/2014. A manufacturing record evaluation was performed for the finished device 5904946 number, and no non-conformances were identified. Manufacturing date: 04/24/2009. Expiration date: 04/23/2014. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation surgery with a 435cc mentor memorygel breast implant experienced capsular contracture baker grade unknown on an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 29, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned devices were completed by the failure analysis lab on july 5, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth hpg, 425cc breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant was found to be ruptured and received in three parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on 12/28/2020, that section h5. Labeled for single use? Was erroneously submitted in initial report. Manufacturer¿s reference number:(B)(4).